Manufacturer narrative:
Note: product reference 4440140 is not cleared in USA, but it is similar to the product reference 5430425 cleared under # 510k130576. Batch history review: the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the involved device was returned for evaluation. It has been measured. All the dimensions complied to the specifications. A disconnection test between the catheter and the housing was performed. The results are more than 3 times greater than the standard requirement. X-ray examination: the review of x-rays pictures, taken on (B)(6) 2016, when the incident was discovered, show a catheter disconnected but give no information about the potential cause of the incident. Conclusion: the returned device is compliant with the specifications. No failure has been detected. The disconnection of the catheter observed only one month after the device implantation is probably due to incorrect connection of the catheter to the port by user. No corrective action is envisaged.

Event description:
Access port implanted on (B)(6) 2016. Disconnection of the catheter detected on (B)(6) 2016.